Event description:
It was reported that patient underwent s-rom/pinnacle mom total hip arthroplasty due to painful hip. X-rays showed significant bone loss. Pseudo tumor was reported. Metal liner retrieved along with 11/13 metal femoral head. Doi: 2005; dor: (B)(6) 2024; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that patient undergone s-rom/pinnacle mom total hip arthroplasty due to painful hip. X-rays showed significant bone loss. Pseudo tumor was reported. Metal liner retrieved along with 11/13 metal femoral head. New atrx 56x36+4/10 degree was implanted. New 11/13 36+12 metal head was also implanted.¿ the product was not returned to depuy synthes, however photos were provided for review. Review of the radiological images evidence revealed that s-rom m head 36mm +12 presents nothing indicative of a device non-conformance. No defects that could have contributed to the reported event were identified. It is worth mentioning, that sings of poor bone quality were observed in the proximal section of the femur. The overall complaint was not confirmed as the observed condition of the s-rom m head 36mm +12 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.